Event description:
The reporter that the surgeon inserted a aa4203tl one-piece silicone lens with toric optic. The lens tore. The lens was removed. No pt injury. Add'l info has been requested from the user facility, but none has been forthcoming. If add'l info is rec'd a supplemental med watch shall be sent.